Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Manufacturing history shows no deviations or abnormalities. No similar complaints have been received for this item/lot number. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items to be returned. Upon receipt of items and completion of evaluation, a follow-up report will be sent to the FDA. This is 1 of 2 MDR reports related to the same event. (See: 3002806535-2012-00134/135).

Event description:
It was reported that during surgical procedure on (B)(6) 2012, the surgeon felt the liner was not well assembled and easily popped out. He decided to use another liner with the same results. Surgeon attempted using another cup, but felt the system was not stable so he completed the procedure with another acetabular system without issue. Surgery involved a delay of 40 minutes.